Manufacturer narrative:
(B)(4). D10: psn tib stm 5 deg sz e r cat# 42532007102, lot# 67222333. Articular surface fixed bearing posterior stabilized (ps) right 10 mm height cat# 42522400710, lot# 67161739. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately one month post implantation due to the stem having dislodged from the tibial tray. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(40. This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h4; h6; - visual examination of the provided photographs identified an explanted tibial plate and stem covered in bio-debris. The photos show the devices both separated and together. No product was returned therefore no further evaluations can be made. - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. - devices are used for treatment. - the reported products were reviewed for compatibility with no issues noted. - pn (B)(4): review of complaint history identified an additional similar complaint for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review (reference (B)(4) and (B)(4)) in order to identify potential adverse trends. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ ap and lateral views of the right knee show changes of knee arthroplasty without patellar resurfacing. ¿ there is disassembly of the modular tibial component with malalignment/dislodgement of the stubby tibial stem extension with the main tibial tray component. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. - complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:, a1 pt ID and pt dob, g3; h2.

Event description:
No further information is available at the time of this report.